Manufacturer narrative:
An overstitch 2-0 polypropylene suture was returned to boston scientific. A visual analysis of the returned product shows the suture was returned without the anchor and with no more damage found. The reported event of suture break was confirmed. Since the event occurred during the procedure, it was not possible to replicate in the laboratory of analysis. With all the available information, the most probable root cause assigned is adverse event related to procedure. Device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported that to boston scientific corporation overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2024. During the procedure, before deploying the cinch, the suture broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401is being used to capture the reportable event of suture break.

Event description:
It was reported that to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2024. During the procedure, before deploying the cinch, the suture broke. There were no patient complications reported as a result of this event.